Event description:
It was reported that a signal loss issue occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced signal loss for over 3 hours. In the days leading up to the event, on (B)(6)2024, the patient´s tandem pump was not communicating correctly with the sensor and got an "out of range¿ error. That day the blood glucose reading would have been fluctuating, but no examples were given. On the (B)(6)2024, the patient got another error on the pump, which was "tx not in range", but the readings came back after a few minutes. The sensor was changed on that day. The day of the event the patient experienced again communication issues with the pump, and due to these communication issues, according to the patient, the pump gave her too much insulin when she did not need this. The patient experienced dizziness and lost consciousness. The patient was found by the daughter and was given honey. At that point the patient would have had cgm readings again and ¿the cgm reading was 47 mg/dl, and the pump was out of range¿. After this the sensor failed, and the patient was brought to the hospital by her daughter. At the hospital the patient received further treatment with intravenous glucose. At the time of the report the patient was conscious. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).